Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #3 fractured and was removed. Removed the screw to find the implant fractured. Placement of bone grafting materials. Patient to return in 3 months for new implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvtb13, (imp,tsv,3.7,13,mtx,mg) for evaluation. Visual evaluation was performed and identified signs of use. Bone debris on external threads. The implants collar was fractured. DHR review was completed for the subject lot number 63042879. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63042879 for similar events and no other complaint was identified. The customer did submit x-rays for the reported event. The x-rays show the implant placed on day of placement with no damage identified. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was clinician places implant in a patient with patient factors (e.g. Bruxism) incompatible with long-term osseointegration of implant. Therefore, based on the available information, a device malfunction did occur. The collar of the implant was fractured. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.